Manufacturer narrative:
Continuation of medical devices: 4524-45 lead implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced generalized weakness. A lead warning for low impedance was noted on the right ventricular (rv) lead, and the lead switched to unipolar. Ventricular high-rate episodes with possible noise/oversensing were also noted. It was also reported that the "last time the patient felt this way, they reported their device was messed up." The rv lead and device remain in use. No further patient complications have been reported as a result of this event.